Event description:
It was reported by the affiliate in belgium that during an unknown surgery on (B)(6) 2022, it was observed that the device was. During in-house engineering evaluation, it was determined that the vapr tripolar90 suction electrode had an unspecified malfunction. During in-house engineering evaluation, it was determined that the vapr tripolar90 suction electrode device had procedural debris visible in the suction tube. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). The expiration date is currently unavailable. Reporter is a j&j employee. Investigation summary: according to the information provided, it was reported that during a procedure, the vapr tripolar got defective. The electrode was received and evaluated in juarez laboratory. The tip and the suction tube appeared to have biological residues; also, signs of activation on the active. When performing the functional test, the electrode was connected to the vapr vue test generator, the ablation function was activated for 1 minute, the electrode worked as intended. Under coagulation function, the electrode was activated for 1 minute and the electrode worked as intended. For the suction and electrical testing, the electrode will be sent to the manufacturer for further evaluation. (Manufacturing date is required). The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. Upon visual inspection of the device, the device not returned in the original packaging, the active tip is in a used condition, no visible damage to the device. Procedural debris visible in suction tube. The device successfully passing both the electrical and functional tests. A DHR review has been performed for complaint device lot number u1910110; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings no correction action has been implemented. The returned device passed functional and electrical testing and was found to meet the manufacturer's specification; therefore, no further investigation is possible. Due to multiple returns from this medical facility where no fault has been found with the electrodes, this may indicate a fault elsewhere within the electrosurgical system. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.